Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (500 mcg/ml at 199 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. It was reported that on (B)(6) 2019 the doctor had trouble refilling the pump due to the angle in the abdomen. The pump was on an angle in the patient¿s left abdomen. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿patient is obese and has weight fluctuations multiple abdominal folds¿. There were no diagnostics and/or troubleshooting done. On (B)(6) 2019, the patient was taken to surgery and the pump pocket was revised. The pump was moved up higher; a portion of the existing catheter was removed; and 27.9 cm of new catheter was added. The issue was resolved at the time of this report. It was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported, and the patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.